Event description:
A customer contacted baxter's (B)(4) and reported draining 3216 ml from the homechoice (hc) machine during drain 4 of 8. Per the initial report, the patient's largest prescribed fill volume was 2000 ml. This event meets increased intra-peritoneal volume (iipv) criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was aware of the patient's symptoms and that the patient has high total ultrafiltrations of about 2.5 l, however, the nurse was not aware of the 3216 ml drain volume. Per the nurse, the patient has been seen since this event and has continued therapy successfully. The patient received a new device and has not reported any further problems or symptoms. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice device was evaluated by the (B)(4) for the reported malfunction of iipv. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The iipv was confirmed in logs, but not duplicated in the pal. The most probable cause was determined to be insufficient drain: one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device will be routed to the service area to be serviced. (B)(4) is currently open for the reportable malfunction of iipv / over delivery.